Manufacturer narrative:
A ge representative evaluated the system and repaired connector pins in the footswitch cable connector. The system operates as intended.

Event description:
The customer reported, the system displayed an "x-ray switch stuck" error during boot up and the system did not complete boot up. No patient injury was reported.